Manufacturer narrative:
The catheter was received and visual examination revealed that the tip of the catheter appeared damaged. The balloon and balloon windings were visually inspected and the balloon latex had ruptured in the central area, and the spring tip was stretched. Both windings were in good condition. There are no missing components and there does not appear to be any missing latex. The catheter body was also found to be in good condition. Review of the information available suggests that procedural factors and/or characteristics of the vasculature may have contributed to the event. As per the product¿s instructions for use (IFU), this condition may occur when a pull force of 0.7 lbs on the inflated balloon has been exceeded. No actions will be taken at this time.

Event description:
It was reported that the balloon burst before use. There were no patient complications reported.